Manufacturer narrative:
An event of the valve migrating after implant was reported. Information from field indicated that there were no intra-procedural difficulties, the implant depth at release was 3-4 mm, there was tension in the delivery system at the time of final deployment, the patient had a very horizontal aorta, and there was sufficient calcium to allow anchoring of the device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a root cause for the reported migration could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for implant for a transcatheter aortic valve implantation (tavi) with a large flexnav delivery system. It was reported the patient had a very horizontal aorta, and there was sufficient calcium to allow anchoring of the device. Immediately after the valve was released, it was observed that the valve migrated slightly to the aorta. It was reported the implant depth at deployment was 3-4mm and the implant depth after release was 3-4mm. There was tension in the delivery system at the time of final deployment. There were no difficulties in deploying the valve, no separation issues related between the valve and the delivery system, and the valve was never resheathed more than two times. All three retainer tabs were confirmed via imaging to have released prior to removal of delivery system. There was no report of any blocked coronary arteries due to the migrated valve. There was no post-dilatation performed. Part of the migrated valve remained within the aortic annulus. The decision was made to implant a second 27mm navitor valve using a second flexnav delivery system, which yielded excellent results. The gradient following implant was reported as 2mmhg. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in the procedure due to this event that had the potential to cause or resulted in hemodynamic compromise or serious injury. There was no report of any clinical signs or symptoms the patient experienced during or after this event. The patient status was reported as stable and discharged on (B)(6) 2023.